Manufacturer narrative:
Concomitant medical products. Other relevant device(s) are: product ID: bi71000125, serial/lot #: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not holding a charge after being plugged in overnight. There was no patient involved.